Event description:
The cardiologist attempted closure after an interventional procedure with a techstar xl 6 fr. Device. Slight resistance was experienced when the handle was pulled, but it came all the way out. No needles were seen in the barrel at this point, and it was noted that the needles had penetrated the skin. Fluoroscopy confirmed the position of the needles. One needle was successfully retrieved by the physician through the skin, and the device and second needle were removed with no damage to the artery or adjacent tissue. Manual compression was used to close the access site. The pt recovered without incident.